Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure after being positioned, the physician slit the cps sheath and normal sheath, but the stylet was stuck. The physician tried a hemostat but was unable to remove the stylet the physician pulled so hard that the stylet cap came off without the stylet. The lead was removed and another was successfully implanted. The patient was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.